Manufacturer narrative:
The investigation into the aic - battery charging/other issues has been completed since the initial report was submitted. The console was returned, visually inspected, and tested. Battery failure alarm issue was able to be reproduced. The root cause of this issue was internal battery cell imbalance.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 65-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that an automated impella controller (aic) displayed a battery failure alarm. The plug port was switched and the plug indicator was on, but the battery still failed to charge. The aic was swapped as a result of the failure. There was no patient harm.